Event description:
Caller reported inform blood glucose results, all mg/dl: (B)(6) 2014 5:32 am, result 336 meter uj66079086; 5:34 am, result 97 meter uj66079086; (B)(6) 2014 5:32 am result 336 meter uj66079086; 5:34 am result 97 meter uj66079086; (B)(6) 2014 4:05 pm result 559 meter uj66079086; 4:06 pm result 287 meter uj66079086; 4:09 pm result 323 meter uj66028398; (B)(6) 2014 4:15 pm result 96 meter uj50013821 4:18 pm result hi, which on the system indicates a result in excess of 600 mg/dl, meter uj50013821; 4:22 pm result 170 meter uj66079086. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller provided three strip lots, but did not know which lot went with each meter. The strip lots are 552017, 552025, 552054. (B)(4).